Event description:
Iom specialist was using the machine and had very good transcranial motor signals. When attempted to trigger the response, machine indicated "tcs stimulator fault maximum stimulus rate (1 hz) exceeded. Allow at least 1 second between stimuli..." The stimulator would only allow 10 percent of the intensity required.